Event description:
Infection was reported relative to the subject device.

Manufacturer narrative:
Reply dr (sn : (B)(4)) sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the subject device: - manufacturing date: 18 may 2021 - use before date: 13 december 2022 - sterilization lot number: s0498 - 3509 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. The subject device was sterilized and released according to applicable standard operating procedures.